Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-01761. It was reported the patient had lost stimulation. An impedance check revealed high impedance. X-rays were taken and revealed no anomalies. Reprogramming was tried on multiple occasions and provided temporary resolution. In turn, the patient underwent surgical intervention. During the procedure, both of the patient's leads were found to be fractured. As a result, both leads were explanted and replaced. Surgical intervention resolved the patient's issue.